Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A cardiomems sensor implant procedure was delayed as the physician stated they encountered resistance while attempting to advance the sensor beyond the 11 french sheath. After the sensor was removed, it was noted that the sensor had prematurely detached from the delivery system. There were no consequences to the patient and the patient was implanted with a sensor shortly afterward.

Manufacturer narrative:
The reported abnormality was not confirmed as difficulty advancing through the sheath was not confirmed and the sensor did not appear to be detached or partially detached from the catheter. No abnormalities were noted with the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. There is no CAPA associated with the reported event. This and similar events continue to be monitored and trended via quality data review.

Event description:
A cardiomems sensor implant procedure was delayed, but not clinically significant, as the physician stated they encountered resistance while attempting to advance the sensor beyond the 11french sheath. After the sensor was removed, it was noted that the sensor had prematurely detached from the delivery system. There were no consequences to the patient and the patient was implanted with a sensor shortly afterward.